Event description:
It was reported that the insulin gauge was inaccurate and static. Customer changed the cartridge to address the issue. Customer¿s blood glucose level ranged from 120-121 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.